Event description:
Customer called on (B)(4) 2012 reporting of a clear liquid leak underneath the laser assembly of the beckman coulter lh 750 hematology analyzer but could not locate the source. Customer was wearing personal protective equipment consisting of gloves and a lab coat and no exposure or injury was reported. Patient samples were not affected and no change to patient treatment had resulted from the event. Beckman coulter's field service engineer (fse) was dispatched and found the sample line to the flow cell leaking at the t-fitting. Sample line was replaced and repair was verified per established procedures.

Manufacturer narrative:
(B)(4).